Event description:
The patient claimed the animas cartridge has small air bubble issues. Reportedly, the patient noticed small air bubble where the tubing and cartridge connect. The issue was not resolved with troubleshooting. There was no reported patient impact associated with this complaint. This complaint is being reported as a malfunction due to the small air bubble issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the retain cartridge from same lot # b201724 was evaluated by product analysis on (B)(4) 2012 with the following findings: a visual inspection of the cartridge was performed with no damage or defects noted. A leak test and fill test were performed with no issues found. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.